Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument malfunctioned and started going backwards. The procedure was completed, and no injuries were reported.